Manufacturer narrative:
Other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8840, serial# unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. The date of the event was unknown. It was reported the hcp believed the patient had gotten six boluses a day from the personal therapy manager (ptm) and was supposed to get only five. The patient had a four-hour lockout, dose restriction interval (dri) of 1/4 and a maximum of 5/day. It was believed that on six occasions the patient had gotten six boluses in a day instead of five. No symptoms were reported. No further complications were reported. On 2018-01-16 additional information was received from a healthcare professional (hcp) via a company representative. The patient first started experiencing the extra bolus from the ptm on (B)(6) 2018. The hcp noticed it on the report from the last time, the patient was in on (B)(6) 2018. It was confirmed that the patient was receiving an extra bolus on the ptm. The serial number of the clinician programmer was unknown. The patient did not experience any symptoms. The pump report was showing 6 boluses were given. The boluses were changed to 1/6 maximum; 4/day to make it impossible to give herself more doses than allowed. The cause of the extra bolus from the ptm was not determined. The extra bolus from the ptm has been resolved by changing the bolus dose interval. The patient¿s weight at the time of the event and medical history were unknown. The provided information has been confirmed with the physician.